Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5086661) on 23-may-2019. The most recent information was received on 04-jun-2019. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('numerous issues with bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In 2017, the patient experienced genital haemorrhage (seriousness criteria disability, medically significant and intervention required), feeling abnormal ("foggy brain"), tooth fracture ("teeth cracking"), dysmenorrhoea ("very painful periods"), endometriosis ("endometriosis with 13 mm thick"), alopecia ("hair falling out") and depression ("deeptression"). On an unknown date, the patient experienced menorrhagia ("periods would be 3 weeks out of the month") and underwent tooth extraction ("tooth removed"). The patient was treated with surgery (surgery to remove). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, feeling abnormal, tooth fracture, dysmenorrhoea, endometriosis, alopecia, menorrhagia, depression and tooth extraction outcome was unknown. The reporter provided no causality assessment for alopecia, depression, dysmenorrhoea, endometriosis, feeling abnormal, genital haemorrhage, menorrhagia, tooth extraction and tooth fracture with essure. The reporter commented: an injury (disability) was mentioned but not specified and /or assigned to one of the events. Discrepancy of insertion date as between 2012 and 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5086661) on 23-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('numerous issues with bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In 2017, the patient experienced genital haemorrhage (seriousness criteria disability, medically significant and intervention required), feeling abnormal ("foggy brain"), tooth fracture ("teeth cracking"), dysmenorrhoea ("very painful periods"), endometriosis ("endometriosis with 13 mm thick"), alopecia ("hair falling out") and depression ("depression"). On an unknown date, the patient experienced menorrhagia ("periods would be 3 weeks out of the month") and underwent tooth extraction ("tooth removed"). The patient was treated with surgery (surgery to remove). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, feeling abnormal, tooth fracture, dysmenorrhoea, endometriosis, alopecia, menorrhagia, depression and tooth extraction outcome was unknown. The reporter provided no causality assessment for alopecia, depression, dysmenorrhoea, endometriosis, feeling abnormal, genital haemorrhage, menorrhagia, tooth extraction and tooth fracture with essure. The reporter commented: an injury (disability) was mentioned but not specified and /or assigned to one of the events discrepancy of insertion date as between 2012 and 2017. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.